Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unk and therefore, a review of the device history record can not be performed. If any additional info becomes available or the actual complaint sample is returned, a follow-up medwatch will be submitted. At this time, this is considered to be the initial and follow-up medwatch is being submitted. Device discarded - not returned for evaluaton. Results- none. Conclusion- other.

Event description:
It has been reported to us that during the procedure, the radiopaque marker band of the aspiration catheter separated from the shaft and remains inside the pt's vessel. The physician inserted a stent delivery catheter and placed the stent. The physician performed an ivus study and noticed that there was no re-flow. The physician inserted the aspiration catheter into the pt. The physician pulled back on the catheter and noticed that the radiopaque marker band had separated from the shaft and remained inside the pt's vessel. The physician was unable to retrieve the separated marker band from the pt. The physician decided to insert another stent and encase the radiopaque marker band into the vessel wall. The pt is reported to be fine. The actual device using during the case will not be returned for evaluation.